Manufacturer narrative:
Date sent to the FDA: 10/06/2021. Additional information: date sent to the FDA: 10/06/2021. Corrected b5 narrative: it was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2014 and the mesh was implanted.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent hernia repair surgery on (B)(6) 2021 during which the surgeon noted that he lysed extensive adhesions for an hour to free the previously placed mesh from the hernia content and the underlying fascia, removed the remnants of mesh that had attached to fascia and omentum and resected a portion of adherent omentum. It was reported that the patient experienced severe pain and discomfort. No additional information was provided.